Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that the caller stated that the patient needed to get an EKG but couldn't turn the ins off so they couldn't get the EKG. Troubleshooting was unable to be performed the event occurred in the past.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.